Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 13. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2024, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 13. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2024 the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.